Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 2700 21mm valve, implanted for 14 years and three (3) months, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. A tavr was successfully performed with a 9600tfx 23mm valve with a good outcome. There was excellent positioning of the valve, excellent leaflet function with no perivalvular leak, but a residual peak velocity across the valve of 2.8m/s and a 30mmhg gradient across the valve by echocardiogram. Based on this, the decision was made to post-dilate the valve with a high-pressure balloon. A 22mm true balloon was manually inflated to its rate burst pressure 14atm. The gradient was reduced to 10-12mmhg across the aortic valve. There were no complications. She was recovered in the procedure room and transferred to the ICU in stable condition and was discharged home on pod #1.